Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient met with their healthcare provider (hcp) and they were stating that the devices need to be changed out and need manufacturer authorization to do so. The patient stated that the clinic is trying to get a hold of a manufacturer's representative (rep). The patient is having a lot of pain in their lower abdomen, legs, and lower back. The caller returned a call and stated that the hcp told them the ins only lasts 5-7 years, but the rep stated 9 years. The rep was contacted and stated that the patient likely only needs reprogramming, not replacement. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having excruciating pain. They indicated that both of their inss were on and providing stimulation. The patient stated that with their left ins, they only have 1 group and 1 program to try. They indicated that with their right ins, they have access to group a and 1 program only. They added that if their stimulation gets any higher, it becomes uncomfortable. The patient commented that ¿they sure are painful right now.¿ the patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated their pain and noted that they met with a rep who "reset" them, one at 204, the other at 330. The patient noted that they were told by the rep to turn stim off when they lie down. The patient was having pain whether the ins' were on or off. Their hcp was considering explant. The patient had an appointment scheduled with the hcp on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient was in a lot of pain and were concerned their device had stopped working. They were in so much pain they could barely walk. The patient was at their healthcare provider's office and they thought that the pain was due to the lasik they were given. The patient reported that they were taken off lasik on (B)(6). The pain was located in their lower abdomen, legs and lower back. The patient was advised to call back once they had their patient programmer to check their settings. No further complications reported.